Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation of the patients left ventricular (lv) lead showed loss of capture. A chest x-ray confirmed the lv lead dislodgement. The lv lead was explanted but not replaced because the patient felt uncomfortable and had difficulty breathing. The patient was stable.